Event description:
Reporter stated that the surgeon inserted a silicone single piece lens model aa4203tl into patient's eye and the pre-existing tear in the capsule bag tore even further. The lens was removed without enlarging the incision and a vitrectomy was performed and an anterior chamber lens was put in the sulcus. It was reported that the tear in the patient's capsule existed prior to insertion of the lens. The tear in the lens occurred when the lens was removed from the eye with forceps.